Event description:
It was reported that during an unspecified spine surgery, it was observed that the attachment device was getting hot. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter could not be inserted into the device due to worn and damaged bearings that were no longer in axial alignment. It was determined that if the cutter was able to be inserted and the device was ran, it would have caused the device to run hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.